Event description:
It was reported that the device responded with therapy knob error alarm. There was reportedly no patient involvement.

Manufacturer narrative:
The bench tech evaluated the device and determined that the therapy knob/switch requires replacement, however the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. The device was returned to the customer site and no further evaluation is warranted at this time.